Event description:
It was reported that an ilet pump displayed alert 41 consistent with an insulin shaft rewind error, which was verified in the device history and recurred after restart despite adequate charge and guided troubleshooting; the device was shut down and a replacement was arranged, with education provided on backup therapy and continued cgm use. Symptoms included no change in blood glucose. Outcomes included device replacement and temporary interruption of automated insulin delivery. Investigation included review of device logs, confirmation of alert reproducibility after restart, and user-directed restart and charging steps. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.